Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (part number 03.037.010, cannulated connecting screw, lot number 9144065). The subject device was received with radial wear markings along ends of the shaft and at the outer diameter of the hex end. Heavy wear within the thread flanks that resembles galling was also observed. The first thread has deformed and has either shifted into the root of the thread or a foreign material is in the root. This type of heavy wear is indicative of galling between the components. As previously reported, there were no anomalies detected during the device history record review. No ncrs were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The percutaneous insertion handle is meant to advance the nail through a relatively small incision through the soft tissue and into the femur in order to help preserve blood supply to the local anatomy. The job of the cannulated connecting screw is to mate the insertion handle to the nail and to be easily removable once the nail and any locking elements have been inserted. These small incisions can cause the soft tissue to apply forces on the instrumentation that can create moments on mating connections causing difficulty in assembly and disassembly of the instruments. An incorrect starting incision that is not adjusted during the procedure can amplify this problem by adding excessive force on the instruments from the soft tissue. Without the nail used in this complaint event or attending the case, it is hard to determine the exact root cause of the difficult disassembly. The complaint condition could not be confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient exact weight is unknown, but patient was reported as not obese. Device is an instrument and is not implanted/explanted. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing location: (B)(4). Manufacturing date: 04november2014. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric fixation nail-advanced (tnf-a) surgery performed on (B)(6) 2015 to repair a broken femur there were issues noted with the percutaneous radiolucent handle and the cannulated connecting screw. It was reported that the connecting screw was binding and it became difficult to disengage the radiolucent handle from the connecting screw and the aiming arm from the nail. The surgeon used a t-handle ball hex and a wrench to separate the two devices. It was reported that the patient was not obese and had very little soft tissue so the surgeon felt it was unlikely that created an issue with binding. The surgeon reported that the handle of the trochanteric fixation nail-advanced (tfn-a) percutaneous handle was thicker than expected; subsequently the surgeon was required to make an incision larger than he had planned. There was a five (5) minute delay in surgery. The surgery was successfully completed. This is report 2 of 2 for (B)(4).